Event description:
Reporter states doing back to back blood glucose tests, within 10 minutes of each other, using separate fingersticks. Rptr's results were 400 and 85 mg/dl. Rptr did not have any symptoms. A control solution test of 138 mg/dl was within range. On followup, the reporter stated that rptr is a new meter user. Rptr indicated that sometimes rptr didn't get enough blood, so rptr added another drop to the strip. Rptr confirmed that strip insertion is correct. No harm was alleged.